Event description:
The following information was received from global pharmacovigilance and is a solicited report by a physician from (B)(6) of pain and relapsing sterile peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began extraneal viaflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced sterile peritonitis. The cause of the sterile peritonitis was not reported. On an unreported date, the patient began remedial treatment with unspecified antibiotics. It was unknown if the event of sterile peritonitis resolved or whether extraneal viaflex therapy was ongoing. The physician did not provide an assessment of causality for the event of sterile peritonitis. Follow-up information supplied by the physician. On (B)(6) 2011, the patient experienced his first episode of sterile peritonitis manifested as cloudy effluent and mild pain. On an unreported date in (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial treatment with gentamicin (ip, dose and frequency not reported) and cefazolin (ip, dose and frequency not reported). The patient was discharged from the hospital on (B)(6) 2011. The event of sterile peritonitis was resolving. It was unknown if the event of pain had resolved. On (B)(6) 2011, the patient was rehospitalized for relapse of sterile peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial treatment with gentamicin (ip, dose and frequency not reported) and cefazolin (ip, dose and frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital. The event of sterile peritonitis was resolving. On (B)(6)2011, the patient was admitted to the hospital for relapse of sterile peritonitis. On an unreported date, the patient began remedial treatment with gentamicin and cefazolin (ip, doses and frequencies not reported) the patient was discharged from the hospital on (B)(6) 2011. The event of relapse of sterile peritonitis was resolving. On (B)(6) 2011, the patient was hospitalized for relapse of sterile peritonitis. On (B)(6) 2011, the patient began remedial treatment with gentamicin (80mg, ip once daily) and cefazolin (500mg ip four times daily) for the sterile peritonitis. On (B)(6) 2011, extraneal viaflex therapy was stopped. Physioneal therapy was ongoing. On (B)(6) 2011, the event of relapse of sterile peritonitis was resolved and the patient was discharged from the hospital. The physician stated the event of relapse of sterile peritonitis was possibly related to extraneal viaflex therapies. A causality statement was not provided for the event of pain.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the reported condition of peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The following additional information was received from the local complaint handling representative: the patient received extraneal from (B)(6) 2011 (discontinuation date). Therapy with physioneal (start date (B)(6) 2011) is still ongoing. Patient totally recovered on (B)(6) 2011. The reporter stated that the therapy with extraneal was stopped due to the peritonitis. No further information available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.